Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. A revision procedure was performed and it was noted that the slack had been pulled back which they feel is most likely related to the device having migrated due to the patient being very large. The lead was surgically abandoned and a new lead implanted without issue. There were no additional adverse patient effects.